Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On 01/25/2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient did not state when the alleged power issue started. The patient manages their diabetes by self-adjusting their insulin dosage and stated that ¿around thanksgiving¿ they had consumed additional food and drink after the alleged product issue had started. The patient did not develop any physical symptoms as a result of the alleged product issue but stated that on an unspecified date ¿around thanksgiving¿ they had to visit the emergency room (e.r). The patient was treated with IV fluids from a healthcare professional (hcp) and provided a blood glucose reading of ¿100-120mg/dl¿ after this treatment was provided. The patient did not state what level their blood sugar was at prior to receiving treatment. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to measure their blood glucose levels on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.